Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm . The enduarnt bifurcate was implanted on the left side with the enlw1613c124ej limb while the enlw1620c93ej was implanted on the patients right common iliac . It was reported the patient returned for a follow-up on an unknown date where a CT revealed the presence of an enlarged aneurysm and a type ib endoleak in the right peripheral region ( enlw1620c93ej ) as well as a suspected type ia endoleak. As per the physician the cause of the type ia and type ib endoleaks could not be determined.  No additional clinical sequelae was provided and the patient will be monitored.